Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify no excessive no delivery/occlusion alarm due to motor error alarm. (B)(4).

Event description:
Information received by medtronic indicated that their insulin pump had motor error alarm and no delivery alarms. Customer reported the drive support cap was normal. Customer did not receive motor position encoder alarm. Customer stated the insulin pump was not exposed to a high magnetic field. Customer was able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.